Event description:
A customer contacted technical service to report that total care generic (product code p1900, serial number not provided), had an issue, this was reported through a technical support email request. Medwatch reported: (B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the. Original equipment manufacturer of the reported device. The customer alleged a manufacturer hillrom. Bed, serial number: (B)(6), with a power cord with exposed copper wiring. Initial reporter asked to remain confidential. No other information available. No bed name and no bed model provided. Not serial # provided. (Choose to randomly pic totalcare bed frame to document the complaint) no account # or address provided. No contact info provided. Unable to verify any customer info, therefor documented the complaint under the generic account # (B)(4) for hillrom to get the complaint in the system. No follow up regarding this issue due to the lack of information provided. Completed this complaint to be processed.

Manufacturer narrative:
Baxter was made aware of this through a medwatch. The customer contact details are not available. The power cord would need to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The customer did not provide contact details. The power cord would need to be replaced to resolve the reported event. Based on this information, no further action is required. If further information is received, the complaint will be reassessed.